Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type ii. Information was reported that the patient's current ins 'went bad'. The patient explained the current ins stopped working probably maybe 3 years ago. It was reviewed with the patient 9 years was december 2 years ago. The patient agreed 'that sounds about right'. The patient is in so much pain that she does not know what she is doing. The patient was at the pain management healthcare provider (hcp) today and they told her to get an appointment with a rep to come out and check the device. No further complications were reported. No additional patient symptoms were reported.